Manufacturer narrative:
Concomitant medical products - model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2015. Model: 419688, lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high/undefined pacing impedance, high thresholds and no capture. A lead fracture is suspected. The lead was capped and a previously implanted/capped lead was reactivated to be utilized with a cardiac resynchronization therapy pacemaker (crt-p) device. No patient complications have been reported as a result of this event.